Event description:
A medtronic representative reported that the navigation system electromagnetic field emitter was not tracking. It worked occasionally. This issue occurred during operating room setup, prior to surgical use of the system. No patient involvement.

Manufacturer narrative:
On (B)(6) 2015 emitter was received by the manufacturer for analysis. On (B)(6) 2015 the medtronic investigation of returned suspect emitter found that when connected the emitter immediately displayed a red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #6. Medtronic investigation of returned suspect axiem device was unable to replicate any issues. The axiem unit was connected to a test system with the ent application for a 72 hour burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. A registration probe was successfully verified with an error of 1.0 mm. The unit remained in green status for the entire test time. The unit passed the pegboard test with an error of 1.890 mm. Fully functional. The reported event was confirmed to be caused by the emitter due to an electrical failure mode. As previously reported replacement components were shipped to the site for issue resolution. A medtronic representative successfully replaced the components and performed a navigation system check-out, all areas passed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter: packaging of this MDR could not be completed with the phone number in the designated field. Here is the entire phone number: (B)(6). On (B)(4) 2014, a medtronic representative visited the site and evaluated the system. It was determined that the emitter was displaying a fault in the diagnostics interface. The rep replaced the emitter on the system. The system passed all testing and was fully functional after the emitter was replaced. Device repaired on site and returned to service.